Manufacturer narrative:
UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller had display issues. When scrolling through the display of the controller they were not able to s ee the through- and the peak flow anymore.  The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6), three (3) controllers ((B)(6), (B)(6), (B)(6)), four (4) batteries ((B)(6), (B)(6), (B)(6), (B)(6)), a battery charger ((B)(6)), a battery charger ac adapter ((B)(6) ), a controller ac adapter ((B)(6) ), and a controller dc adapter ((B)(6)) were not returned for evaluation. No performance allegations were made against (B)(6). A review of the device history records was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed one (1) motor start event recorded on (B)(6) 2024 at 17:43:20 in which the motor start parameters were at ypical. Log file analysis revealed one (1) controller power-up and associated pump start event was logged on (B)(6) on (B)(6) 2024 at 19:23:02, indicating a loss of power to the controller. The data point logged prior to the loss of power revealed that (B)(6) was connected to power source one (ps1) with 30% relative state of charge (rsoc) and (B)(6) was connected to power source two (ps2) with 23% rsoc. The data point logged after the loss of power revealed that (B)(6) was connected to ps1 and (B)(6) was connected to ps2. The controller was off for approximately 10 seconds. No anomalies were recorded leading up to the loss of power. Log file analysis revealed that the controller ((B)(6)) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several instances of premature power switching due to momentary disconnections involving (B)(6), (B)(6), (B)(6), (B)(6). The batteries were lubricated prior to release. Log file analysis revealed one (1) controller power-up and associated pump start event was logged on (B)(6) on (B)(6) 2024 at 17:43:09. Review of the event file revealed that the date, pump ID, and alarm limits were being set prior to the controller power up event. Additionally, review of the data log file revealed that the controller was not in use prior to the controller power up event; the first data point was logged on (B)(6) 2024 at 17:43:45, indicating that the controller power up likely occurred during the initial programming of the controller and/or a controller exchange. As a result, the reported power switching, losses of power, and atypical startup events were confirmed. The reported display error and bent pins events were not confirmed due to insufficient evidence. Based on a historical review of similar events, the most likely root cause of atypical motor start parameter(s) may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. A possible root cause of the loss of power events can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources or to the initial programming of the controller and/or a controller exchange, as reported in the event description. CAPA pr00551638 is investigating controller losses of power. Based on an investigation conducted under CAPA pr00574181, the most likely root cause of reported premature power switching event can be attributed to momentary disconnections due to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, (B)(6), and the associated batteries falls in scope of this CAPA. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported controller bent data pins and poor mechanical data port connection events can be attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the data cable. The misalignment results in wear on the connector plugs that can led to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Of note, a damaged serial port pin would prevent a data cable from properly connecting to the controller, thus preventing log files from being downloaded. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported bent/broken pins event of the battery, battery charger, battery charger ac adapter, controller ac adapter, and controller dc adapter can be attributed, but not limited, to wear and/or the handling of the device. Applicable risk documentation and experience with events of similar circumstances were considered; possible root causes of the reported display error event can be attributed, but not limited, to a faulty component in the display circuitry of the printed circuit board, a faulty lcd display module, and/or an assembly error. Additional products: (B)(6) h3: yes (B)(6) h3: yes (B)(6) h3: yes (B)(6) h3: yes (B)(6) h3: yes (B)(6) d9: yes, return date: 06-nov-2024 h3: yes (B)(6) d9: yes, return date: 06-nov-2024 h3: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d1: heartware ventricular assist system ¿ pump d4: model #: 1104 / catalog #: 1104 / expiration date: 31-jan-2021 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 09-jan-2019 h5: yes d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2024 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 18-jul-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2024 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 25-jul-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2024 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 25-jul-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2024 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 18-jul-2023 h5: no d1: heartware ventricular assist system ¿ controller ac adapter d4: model #: 1430de / catalog #: 1430de / expiration date: 31-jan-2024 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 08-dec-2021 h5: no d1: heartware ventricular assist system ¿ controller dc adapter d4: model #: 1440 / catalog #: 1440 / expiration date: 30-sep-2023 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 16-aug-2021 h5: no d1: heartware ventricular assist system ¿ controller d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jul-2024 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 14-jul-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller display was blurred and some values were not readable. It was also stated that on side one of the controller, fully charged batteries were going from four bars to three bars and then the controller changed automatically to side two. It was noted that this was the same for all fully charged batteries on side one of the controller. Log file review also revealed an unexpected loss of power to the controller. It was also reported that the data port had an unstable/poor mechanical connection and it was suspected that there were bent pins. It was also suspected that the batteries, battery charger, battery charger ac adapter, controller ac adapter and controller dc adapter had bent pins. The controller, batteries, battery charger, battery charger ac adapter, controller ac adapter, and controller dc adapter were replaced. Following the exchange of the controller, log file review indicated that there was a motor start with parameters outside of the typical range. The replacement controller also exhibited an unexpected loss of power. The ventricular assist device (vad) and replacement controller remain in use.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller (B)(6) were not returned for evaluation. Two (2) controllers (B)(6), four (4) batteries (B)(6), a battery charger (bc h002075), a battery charger ac adapter (bac100367), two (2) controller ac adapter (cac600285, cac600315), and a controller dc adapter (cdc600681) were returned for evaluation. A review of the device history records was not performed as the reported event is not r elated to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. The failure analysis of four (4) returned batteries, battery charger, battery charger ac adapter, two (2) controller ac adapters, and controller dc adapter revealed the devices passed external visual inspection and functional testing. No bent pins or poor mechanical connections were observed during analysis. Internal inspections did not reveal any anomalies. The returned controller (B)(6) passed functional testing. External visual inspection of (B)(6) revealed contamination within the serial port, both power ports, and vad connector. Supplemental testing was performed, and it was revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion; no damage was observed with the controller receptacles' springs and troughs. Additionally, it was observed that the corner of the controller upper housing had mechanical fractures/cracks. The observed crack on the controller housing, is an additional finding, not related to the reported event. Based on an investigation conducted under CAPA pr00517125, the root cause of the crack found at the corner of the controller was determined to be due to environmental stress cracking from a combination of chemical incompatibility and mechanical stresses. The chemical incompatibility is attributed to mineral oil leaching from the controller¿s housing gasket and migrating to the controller housing. The mechanical stresses are caused by the ultrasonic welding of inserts located within the corners¿ thinner wall. An internal inspection did not reveal any evidence of fluid ingress. Log file analysis revealed one (1) controller power-up and associated vad start event was logged on (B)(6) on 11/jul/2024 at 19:23:02, indicating a loss of power to the controller. The data point logged prior to the loss of power revealed that (B)(6) was connected to power source one (1) with 30% relative state of charge (rsoc) and (B)(6) was connected to power source two (2) with 23% rsoc. The data point logged after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was off for approximately 10 seconds. No anomalies were recorded leading up to the loss of power. Log file analysis revealed that the controller (B)(6) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several instances of premature power switching due to momentary disconnections involving (B)(6). The batteries were lubricated prior to release. In addition, log files revealed that the controller had been initially programmed more than two (2) years ago. One (1) vad disconnect alarm was recorded on 19/jul/2024 at 16:30:07 indicating that the driveline was disconnected from the controller likely due to a controller exchange. Log file analysis revealed one (1) motor start event recorded on 19/jul/2024 at 17:43:20 in which the motor start parameters were atypical. Furthermore, log file analysis revealed one (1) controller power-up and associated vad start event was logged on (B)(6) on 19/jul/2024 at 17:43:09. Review of the event file revealed that the date, vad ID, and alarm limits were being set prior to the controller power up event. Additionally, review of the data log file revealed that the controller was not in use prior to the controller power up event; the first data point was logged on (B)(6) 2024 at 17:43:45, indicating that the controller power up likely occurred during the initial programming of the controller and/or a controller exchange. Review of the controller log files associated with (B)(6) revealed that the device was most likely that the backup controller. As a result, the reported power switching, losses of power, and atypical startup events were confirmed. The reported display error and bent pins events were not confirmed. A possible cause of the reported display error bent pins or poor mechanical connections could not be determined because the returned devices tested within specification and the issue could not be duplicated. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during vad startup. A possible root cause of the loss of power associated with (B)(6) can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. A possible root cause of the loss of power associated with (B)(6) can be attributed to the initial programming of the controller and/or a controller exchange, as reported in the event description. Based on an investigation conducted under CAPA pr00574181, the most likely root cause of reported premature power swi tching event can be attributed to momentary disconnections due to fretting corrosion of the controller-port/power-source pins, and/or contamination on the controller receptacle sockets/power source pins. Even though this CAPA is now closed, (B)(6) , and the associated batteries falls in scope of this CAPA. The most likely root cause of the observed contamination in the controller ports associated with (B)(6) can be attributed to the handling of the device. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: vad d4: (B)(6) h3: yes d1: battery d4:(B)(6) d9: (B)(6) 2024 h3: yes d1: battery d4: (B)(6) d9: (B)(6) 2024 h3: yes d1: battery d4: (B)(6) d9: (B)(6) 2024 h3: yes d1: battery d4: (B)(6) d9: (B)(6) 2024 h3: yes d1: battery charger d4: bch002075 d9: (B)(6) 2024 h3: yes d1: battery ac adapter d4: bac100367 d9: (B)(6) 2024 h3: yes d1: controller ac adapter d4: cac600285 h3: yes d1: controller dc adapter d4: cdc600681 h3: yes d1: controller d4: (B)(6) d9: (B)(6) 2024 h3: yes d1: controller ac adapter d4: cac600315 d9: (B)(6) 2024 h3: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that an additional controller ac adapter had bent pins.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d1: heartware ventricular assist system ¿controller ac adapter d4: model #: 1430de / catalog #: 1430de / expiration date: 31-jan-2024; serial #: (B)(6); d9: yes, return date: 15-nov-2024 h3: yes. H4: mfg date: 08-dec-2021. H5: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.